Manufacturer narrative:
The internal complaint file #(B)(4) has been logged for this incident for traceability. The ri-2 and disposable involved in the incident were returned to belmont for evaluation on (B)(6) 2024. Belmont called the user and physician on aug 15th, 2024 to gather additional details on the event. Alhough there is no indication of the use of contraindicated fluids. Certain infusates such as calcium, and platelets should not be used, as they can compromise the anticoagulants in citrated blood and promote clotting, which can lead to clot formation inside the heat exchanger and block blood flow.if this occurs, the stainless steel rings inside the heat exchanger may become overheated. Belmont was unable to confirm if the device provided an overheat alarm. If an alarm is provided, the system stops pumping and heating, closes off the line to the patient, sounds an audible alarm, and displays an alarm message with instructions for corrective measure. Other methods can be used to infuse the patient. When the rapid infuser detects a situation that is compromising effective infusing, the system stops pumping and heating, closes off the line to the patient, sounds an audible alarm, and displays an alarm message with instructions for corrective measure. In the event of an "over temperature" alarm, the rapid infuser exhibits the following alarm message: "infusate over temperature. Discard disposable and blood. Restart system with a new disposable. Service machine if error persists." The operator's manual also provides possible conditions and additional recommended operator actions. The operator's manual provides instructions on installing the disposable set and additional recommended operator actions. The step-by-step procedures in manual has warning on installing the disposable, "do not kink or twist the tubing" and "do not apply excessive pressure to the pressure transducer. The pressure transducer can be damaged with excessive force. Do not use the system if the pressure transducer is damaged". All 3-spike sets are 100% visually inspected and 100% leak tested prior to final packaging and release for shipment from belmont medical technologies. Belmont is investigating the returned device. Without results of the device investigation, no conclusions can be drawn at this time. A follow-up report will be submitted once the investigation is complete and additional information becomes available.

Event description:
The user reported that, "during massive trauma protocol, ri-2 disposable melted with.no error message. They were using 3l reservoir infusing at 500 ml/min. They did switch to another ri-2. Not clear when patient died. Unsure how long or how many units before issue, but they went through multiple "coolers" during case between the two ri-2s they used. Both ri-2 and disposable available for return. Although the patient involved in this incident expired, there are no allegations that he device caused or contributed to death.

Manufacturer narrative:
The cited ri-2 was evaluated by a belmont service technician. Belmont was unable to verify any malfunction with the unit after extensive testing at elevated temperatures. Belmont opened the back cover and checked inside the unit and verified all cable connections were firmly seated. The device history of the unit was reviewed, and no similar issues were identified. The disposable set involved in the incident was reviewed by belmont engineering. It was identified that the top front portion of the heat exchanger was melted/deformed from overheating due to a clot that developed in the set. A precise root cause of this clot could not be determined. To ensure that this unit performs according to our specifications before shipping it back, we operated the unit at elevated temperatures for 48 hours and we performed a final functional test, an electrical safety test, and a final inspection. The unit passed all test specifications and inspection requirements. We will continue to monitor these incidents going forward.